Event description:
A patient implanted with a trial evoke spinal cord stimulation (scs) system reported a new pain in their lower left limb a day after the implant procedure for trial evoke scs system. The physician suspected a nerve agitation may have occurred during lead implantation, potentially contributing to the reported event. Pain medications were prescribed to resolve the reported event.